Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 11-aug-2017. The most recent information was received on 07-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("plain abdomen x-ray showed that markers on left side were not aligned/ distance between proximal parts of both implants was superior to 4 cm"), allergy to metals ("allergy test positive for nickel"), metal poisoning ("heavy metal poisoning"), loss of consciousness ("unconsciousness"), cholangitis sclerosing ("primary biliary sclerosing cholangitis at early stage (no fibrosis, clinically stable)"), malaise ("malaise at work"), gait disturbance ("unsteadiness of gait") and helicobacter gastritis ("common helicobacter gastritis / helicobacter interstitial atrophic antral gastritis") in a 43-year-old female patient who had essure (batch no: a06681) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included medical procedure, varicose veins, termination of pregnancy - elective, gastritis, breast cyst, cerebral disorder in 2001, parity 2 and venous insufficiency (on (B)(6) 2008 surgery for bilateral venous insufficiency with damage to the 2 great saphenous veins, the clinical examination and doppler showing truncular and ostial incontinence of the 2 great saphenous veins). No familial history of early menopause. Patient had regular gynecological check-ups, had regular pap smears (normal). Previously administered products included for nickel sensitivity: kestin in 2001; for an unreported indication: tramadol, iud nos and cerazette. Past adverse reactions to the above products included drug intolerance with tramadol. Concurrent conditions included nickel sensitivity (tests done due to hives) since 2001. Concomitant products included ketoprofen for varicose vein operation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abnormal loss of weight ("sudden unexplained weight loss"), 1 month 25 days after insertion of essure. In 2013, the patient experienced metrorrhagia ("heavy bleeding between menstrual periods"), fatigue ("fatigability / major fatigue / exhaustion / chronic fatigue") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced menstruation irregular ("totally irregular menstruation"). On (B)(6) 2013, the patient experienced breast inflammation ("inflammation in the right breast since last week, while"), insomnia ("insomnia (sleep less than 4 hours)") and merycism ("night-time ruminations"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("pain during the first 2 days of menstruation") and tendonitis ("tendonitis of the adductors on the right"). In march 2014, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required) with oral pruritus and eczema. In june 2014, the patient experienced premature menopause ("sudden onset of menopause at the age of 44 years old") with night sweats and amenorrhoea. In september 2014, the patient experienced asthenia ("asthenia"). On (B)(6) 2014, the patient experienced tearfulness ("cries more easily") and depressed mood ("poor morale /not too much desire and pleasure"). On (B)(6) 2015, the patient experienced nausea ("nausea"). In 2015, the patient experienced general physical health deterioration ("deterioration of physical state") and irritability ("irritability"). On (B)(6) 2015, the patient experienced pain in extremity ("pain experienced since that afternoon, pain on the inside of her /bilateral lower limb pain on varicose veins ++ especially left"). On (B)(6) 2015, the patient experienced limb discomfort ("legs: heaviness in the evening and when she needs to stand for a long time "). On (B)(6)2016, the patient experienced cervical dysplasia ("associated low-grade intra-epithelial lesion is possible"). On (B)(6) 2016, the patient experienced haemorrhoids ("painful haemorrhoids") with proctalgia. On (B)(6) 2016, the patient experienced anal pruritus ("anal pruritus"). In march 2016, the patient experienced dysgeusia ("metallic taste in mouth") and ageusia ("loss of taste") and was found to have weight increased ("weight gain (despite balanced diet and 5 hours of sports a week)"). On (B)(6) 2016, the patient experienced groin pain ("pain in the left groin as well as pudendal neuralgia type pain"), pudendal canal syndrome ("pain in the left groin as well as pudendal neuralgia type pain") and abdominal pain lower ("severe pain is also present in the left iliac fossa area"). On (B)(6) 2016, the patient experienced the first episode of muscle contracture ("trapezius contracture ++"). In 2016, the patient experienced fungal oesophagitis ("fungal infection /probably oesophageal mycosis"). On (B)(6) 2016, the patient experienced helicobacter gastritis (seriousness criterion medically significant) with abdominal pain upper. On (B)(6) 2016, the patient experienced ligament sprain ("severe sprain, right ankle"). In january 2017, the patient experienced dizziness ("dizziness"). On (B)(6) 2017, the patient was found to have anogenital warts ("condyloma"). In march 2017, the patient experienced oral lichen planus ("oral lichen planus"). On (B)(6) 2017, the patient experienced loss of consciousness (seriousness criterion medically significant), malaise (seriousness criterion hospitalization), dyspnoea ("dyspnoea"), respiratory distress ("respiratory distress"), chest discomfort ("chest tightness / oppression in the chest") and sinus tachycardia ("sinus tachycardia"). In may 2017, the patient experienced balance disorder ("loss of balance") and vertigo ("feeling of head spinning"). In 2017, the patient experienced cholangitis sclerosing (seriousness criterion medically significant) with gastrointestinal disorder, hepatic function abnormal, abdominal distension, dyspepsia, pancreatic cyst, gastrointestinal motility disorder, cholestasis, enzyme level abnormal, blood immunoglobulin m increased, lipase increased and pruritus. On (B)(6) 2017, the patient experienced adnexa uteri cyst ("right fallopian tube: a para-tubal cyst 0.5 cm of diameter"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), metal poisoning (seriousness criterion medically significant), arthralgia ("major joint pain in feet and hands (difficulty moving around and carrying out simple daily tasks) /right shoulder pain"), loss of personal independence in daily activities ("difficulty moving around and carrying out simple daily tasks"), oral discomfort ("feeling of burns in mouth with sensitive disorders ( no mouth lesion)/ dysesthesia tongue cheeks sensation of having pepper"), genital disorder female ("gynecological disorder"), rheumatic disorder ("rheumatic disorder"), pharyngeal disorder ("ent disorder"), ear disorder ("ent disorder"), vulvovaginal mycotic infection ("vaginal mycosis"), palpitations ("palpitations"), emotional disorder ("sensitivity disorder"), cystitis ("cystitis /burning simple cystitis: sensation during urination") with pollakiuria, gait disturbance (seriousness criterion medically significant), the second episode of muscle contracture ("jaw contracture"), pubic pain ("pubic symphysis pain"), disturbance in attention ("concentration disorder") and myalgia ("calf muscle pain"). The patient was hospitalized from on (B)(6) 2017. The patient was treated with alprazolam (xanax), amoxicillin, amphotericin b (fungizone), betamethasone, clarithromycin, ibuprofen (spifen), metronidazole benzoate (flagyl), metronidazole;neomycin sulfate;nystatin (tergynan), omeprazole (ipp), paracetamol;tramadol hydrochloride (ixprim), ursodeoxycholic acid and surgery (bilateral salpingectomy and removal of essure by laparoscopy). Essure was removed on (B)(6) 2017. In september 2015, the metrorrhagia and fatigue had resolved. At the time of the report, the pelvic pain, general physical health deterioration, dysgeusia, dizziness, arthralgia, loss of personal independence in daily activities, pain in extremity, the last episode of muscle contracture, pubic pain, disturbance in attention and asthenia was resolving, the device dislocation, loss of consciousness, dyspnoea, palpitations, respiratory distress, adnexa uteri cyst, myalgia and sinus tachycardia had resolved, the allergy to metals, metal poisoning, cholangitis sclerosing, premature menopause, irritability, weight increased, oral lichen planus, balance disorder, vertigo, ageusia, oral discomfort, malaise, genital disorder female, rheumatic disorder, pharyngeal disorder, ear disorder, menorrhagia, vulvovaginal mycotic infection, emotional disorder, cystitis, gait disturbance, helicobacter gastritis, menstruation irregular, dysmenorrhoea, tendonitis, fungal oesophagitis, anogenital warts, breast inflammation, insomnia, merycism, tearfulness, depressed mood, nausea, limb discomfort, haemorrhoids, ligament sprain, anal pruritus and chest discomfort outcome was unknown and the abnormal loss of weight, cervical dysplasia, groin pain, pudendal canal syndrome and abdominal pain lower had not resolved. The reporter provided no causality assessment for ageusia, arthralgia, balance disorder, dizziness, dysgeusia, fatigue, general physical health deterioration, irritability, loss of consciousness, loss of personal independence in daily activities, metal poisoning, metrorrhagia, oral lichen planus, premature menopause, vertigo and weight increased with essure. The reporter considered abdominal pain lower, abnormal loss of weight, adnexa uteri cyst, allergy to metals, anal pruritus, anogenital warts, asthenia, breast inflammation, cervical dysplasia, chest discomfort, cholangitis sclerosing, cystitis, depressed mood, device dislocation, disturbance in attention, dysmenorrhoea, dyspnoea, ear disorder, emotional disorder, fungal oesophagitis, gait disturbance, genital disorder female, groin pain, haemorrhoids, helicobacter gastritis, insomnia, ligament sprain, limb discomfort, malaise, menorrhagia, menstruation irregular, merycism, myalgia, nausea, oral discomfort, pain in extremity, palpitations, pelvic pain, pharyngeal disorder, pubic pain, pudendal canal syndrome, respiratory distress, rheumatic disorder, sinus tachycardia, tearfulness, tendonitis, vulvovaginal mycotic infection, the first episode of muscle contracture and the second episode of muscle contracture to be related to essure. The reporter commented: on (B)(6) 2013: essure placement (4 expanded outer coils on both sides) with no reported problems. Starting in 2015, patient had worsening of fatigue. Patient had an intervention from emergency medical unit and a day in severe trauma (unspecified event). Numerous investigations were performed: blood or urine tests, consultations with specialists, x-ray, CT scan, MRI, for months or years, without finding any etiology. Hospitalization form on (B)(6) 2017 for bilateral salpingectomy and removal of essure by laparoscopy. Intervention without incident. The followings were simple. Discharge treatment: paracetamol and tramadol 50 1x3/d prn. On (B)(6) 2017: day 14 control visit, improvement of some symptoms. On (B)(6) 2017: gradual but incomplete improvement of symptoms. On (B)(6) 2017: signs of cholestasis increase but signs of cytolysis improve. On (B)(6) 2017: diagnosis of primary biliary sclerosing cholangitis (antimitochondrial antibodies positive with cryoglobulinemia type 3) is kept in 2017 with anicteric cholestasis. Patient remains stable and without fibrosis as of on (B)(6) 2018. At that time it was found: gynecological disorders related to menopause, various disorders for some purely functional, for others based on the most part on various common causes, an isolated "immunological" impairment of confirmed diagnosis (primary biliary sclerosing cholangitis) that may explain certain disorders (asthenia, pruritus, joint pain). The absence of symptoms of nickel allergy after essure placement with confirmed nickel allergy. It cannot be ruled out that essure contributed to the symptomatology, because since essure removal in aug-2017, she is less tired, has fewer jaw contractures, walks a bit better, has no more pain from the pubic symphysis, and concentrates better. On the other hand, there are immunological anomalies that should be monitored, in particular antimitochondria and cryoglobulinemia, which certainly contribute to urticaria. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Abdominal x-ray on (B)(6) 2013: implants seemed asymmetrical, on left side markers were not aligned; distance between proximal parts of both implants was superior to 4 cm; on (B)(6) 2017: plain abdominal x-ray for check-up after removing the essures: integrity of the bone frame; clips in bilateral inguinal region; absence of opacity of metallic tonality projecting at the pelvic level and the entire abdominal area. Alanine aminotransferase (iu/l) on (B)(6) 2016: 69 iu/l; on (B)(6) 2016: 68 iu/l; on (B)(6) 2016: 65 iu/l. Allergy test on (B)(6) 2017: epicutaneous test (patches): positive for nickel ++, nickel contact allergy; negative for chromium and titanium. Aspartate aminotransferase (iu/l) on (B)(6) 2016: 39 iu/l; on (B)(6) 2016: 39 iu/l; on (B)(6) 2016: 34 iu/l; on (B)(6) 2017: 313 iu/l. Blood alkaline phosphatase (35 - 105 iu/l) on (B)(6) 2016: 119 iu/l; on (B)(6) 2016: 118 iu/l. Computerised tomogram on (B)(6) 2017: pulmonary embolism excluded; incidental finding of hypodense image in head of pancreas. Endoscopic ultrasound on (B)(6) 2018: general state well preserved, no finding of pancreatic cystic lesion, at the biliary level presence of a small 3 mm vesicular polyp, esophago-gastro-duodenal fibroscopy normal; duodenal villous atrophy and gastric atrophy, rest of examination was normal. Endoscopy on (B)(6) 2016: antral biopsy: helicobacter interstitial atrophic antral gastritis. Gamma-glutamyltransferase (iu/l) on (B)(6) 2016: 110 iu/l; on (B)(6) 2016: 143 iu/l; on (B)(6) 2016: 147 iu/l; on (B)(6) 2016: 125 iu/l. Human papilloma virus test on (B)(6) 2016: positive for p4: 51 or 59 group. Hysterosalpingogram on (B)(6) 2013: no evidence of tubal permeability, the 4 indexes are highly visible in relation to the uterine cavity; the uterine cavity has a somewhat peculiar shape (a bit smaller in the center). Lipase (iu/l) on (B)(6) 2016: 75 iu/l; on (B)(6) 2017: 109 iu/l. Mammogram - in june 2017: suspect image requiring additional tests. Nuclear magnetic resonance imaging on (B)(6) 2017: subsequent pancreas MRI revealed a punctiform cyst, not specific. Nuclear magnetic resonance imaging brain - in may 2017: normal. Pathology test on (B)(6) 2017: right fallopian tube 1 fragment 5 cm long, 0.7 c in diameter with essure, paratubal cyst; left tube: 1 fragment 5.5 cm long and 0.6 cm diameter with essure. Conclusion: fibrosis with discrete congestion, on the right pedicled hydatid / small cyst formation, / paratubal cyst 0.5 cm; discrete inflammatory infiltrate / discrete degree of polymorphic lympho-plasmocytic inflammation; no signs of malignancy. Ultrasound biliary tract in may 2016: no cyst on head of pancreas; in may 2017: cyst on head of pancreas. X-ray of pelvis and hip on (B)(6) 2016: absence of bone lesions in the pelvis, presence of essure with a symmetrical appearance; shift in the pelvis that can be found on palpation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-may-2019: correction following company internal coding review. The event associated low-grade intraepithelial lesion is possible was recoded to meddra pt cervical dysplasia (meddra llt cervical low grade squamous intraepithelial lesion). The event severe pain is also present in the left iliac fossa area was recoded to meddra pt abdominal pain lower (meddra llt iliac fossa pain). The event pain in the left groin as well as pudendal neuralgia type pain was split and recoded to meddra pt groin pain (meddra llt pain groin) and meddra pt pudendal canal syndrome (meddra llt pudendal neuralgia). The event night-time ruminations with insomnia was split and recoded to meddra pt insomnia (meddra llt insomnia) and meddra pt merycism (meddra llt ruminations).the events anaphylactic shock was deleted because clarified as loss of consciousness; event injury was deleted because "a day in severe trauma" was interpreted as emergency consultation after loss of consciousness. Several events were demoted to symptoms of diagnoses reported in the available medical records. The date of essure removal was amended to on (B)(6) 2017. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 27-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('plain abdomen x-ray showed that markers on left side were not aligned/ distance between proximal parts of both implants was superior to 4 cm'), allergy to metals ('allergy test positive for nickel'), metal poisoning ('heavy metal poisoning'), loss of consciousness ('unconsciousness'), cholangitis sclerosing ('primary biliary sclerosing cholangitis at early stage (no fibrosis, clinically stable)'), malaise ('malaise at work'), gait disturbance ('unsteadiness of gait') and helicobacter gastritis ('common helicobacter gastritis / helicobacter interstitial atrophic antral gastritis') in a 43-year-old female patient who had essure (batch no. A06681) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cerebral disorder in 2001, medical procedure, varicose veins, termination of pregnancy - elective, gastritis, breast cyst, parity 2 and venous insufficiency (on (B)(6) 2008 surgery for bilateral venous insufficiency with damage to the 2 great saphenous veins, the clinical examination and doppler showing truncular and ostial incontinence of the 2 great saphenous veins). No familial history of early menopause. Patient had regular gynecological check-ups, had regular pap smears (normal). Previously administered products included for nickel sensitivity: kestin in 2001; for an unreported indication: tramadol, iud nos and cerazette. Past adverse reactions to the above products included drug intolerance with tramadol. Concurrent conditions included nickel sensitivity (tests done due to hives) since 2001. Concomitant products included ketoprofen for varicose vein operation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abnormal loss of weight ("sudden unexplained weight loss"), 1 month 25 days after insertion of essure. In 2013, the patient experienced metrorrhagia ("heavy bleeding between menstrual periods"), fatigue ("fatigability / major fatigue / exhaustion / chronic fatigue") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced menstruation irregular ("totally irregular menstruation"). On (B)(6) 2013, the patient experienced breast inflammation ("inflammation in the right breast since last week, while"), insomnia ("insomnia (sleep less than 4 hours)") and merycism ("night-time ruminations"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("pain during the first 2 days of menstruation") and tendonitis ("tendonitis of the adductors on the right"). In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required) with oral pruritus and eczema. In (B)(6) 2014, the patient experienced premature menopause ("sudden onset of menopause at the age of 44 years old") with night sweats and amenorrhoea. In (B)(6) 2014, the patient experienced asthenia ("asthenia"). On (B)(6) 2014, the patient experienced tearfulness ("cries more easily") and depressed mood ("poor morale /not too much desire and pleasure"). On (B)(6) 2015, the patient experienced nausea ("nausea"). In 2015, the patient experienced general physical health deterioration ("deterioration of physical state") and irritability ("irritability"). On (B)(6) 2015, the patient experienced pain in extremity ("pain experienced since that afternoon, pain on the inside of her /bilateral lower limb pain on varicose veins ++ especially left"). On (B)(6) 2015, the patient experienced limb discomfort ("legs: heaviness in the evening and when she needs to stand for a long time "). On (B)(6) 2016, the patient experienced cervical dysplasia ("associated low-grade intra-epithelial lesion is possible"). On (B)(6) 2016, the patient experienced haemorrhoids ("painful haemorrhoids") with proctalgia. On (B)(6) 2016, the patient experienced anal pruritus ("anal pruritus"). In (B)(6) 2016, the patient experienced dysgeusia ("metallic taste in mouth") and ageusia ("loss of taste") and was found to have weight increased ("weight gain (despite balanced diet and 5 hours of sports a week)"). On (B)(6) 2016, the patient experienced groin pain ("pain in the left groin as well as pudendal neuralgia type pain"), pudendal canal syndrome ("pain in the left groin as well as pudendal neuralgia type pain") and abdominal pain lower ("severe pain is also present in the left iliac fossa area"). On (B)(6) 2016, the patient experienced the first episode of muscle contracture ("trapezius contracture ++"). In 2016, the patient experienced fungal oesophagitis ("fungal infection /probably oesophageal mycosis"). On (B)(6) 2016, the patient experienced helicobacter gastritis (seriousness criterion medically significant) with abdominal pain upper. On (B)(6) 2016, the patient experienced ligament sprain ("severe sprain, right ankle"). In (B)(6) 2017, the patient experienced dizziness ("dizziness"). On (B)(6) 2017, the patient was found to have anogenital warts ("condyloma"). In (B)(6) 2017, the patient experienced oral lichen planus ("oral lichen planus"). On (B)(6) 2017, the patient experienced loss of consciousness (seriousness criterion medically significant), malaise (seriousness criterion hospitalization), dyspnoea ("dyspnoea"), respiratory distress ("respiratory distress"), chest discomfort ("chest tightness / oppression in the chest") and sinus tachycardia ("sinus tachycardia"). In (B)(6) 2017, the patient experienced balance disorder ("loss of balance") and vertigo ("feeling of head spinning"). In 2017, the patient experienced cholangitis sclerosing (seriousness criterion medically significant) with gastrointestinal disorder, hepatic function abnormal, abdominal distension, dyspepsia, pancreatic cyst, gastrointestinal motility disorder, cholestasis, enzyme level abnormal, blood immunoglobulin m increased, lipase increased, pruritus and hepatocellular injury. On (B)(6) 2017, the patient experienced adnexa uteri cyst ("right fallopian tube: a para-tubal cyst 0.5 cm of diameter"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), metal poisoning (seriousness criterion medically significant), arthralgia ("major joint pain in feet and hands (difficulty moving around and carrying out simple daily tasks) /right shoulder pain"), loss of personal independence in daily activities ("difficulty moving around and carrying out simple daily tasks"), oral discomfort ("feeling of burns in mouth with sensitive disorders ( no mouth lesion)/ dysesthesia tongue cheeks sensation of having pepper"), genital disorder female ("gynecological disorder"), rheumatic disorder ("rheumatic disorder"), pharyngeal disorder ("ent disorder"), ear disorder ("ent disorder"), vulvovaginal mycotic infection ("vaginal mycosis"), palpitations ("palpitations"), emotional disorder ("sensitivity disorder"), cystitis ("cystitis /burning simple cystitis: sensation during urination") with pollakiuria, gait disturbance (seriousness criterion medically significant), the second episode of muscle contracture ("jaw contracture"), pubic pain ("pubic symphysis pain"), disturbance in attention ("concentration disorder") and myalgia ("calf muscle pain"). The patient was hospitalized from(B)(6) 2017. The patient was treated with alprazolam (xanax), amoxicillin, amphotericin b (fungizone), betamethasone, clarithromycin, ibuprofen (spifen), metronidazole benzoate (flagyl), metronidazole;neomycin sulfate;nystatin (tergynan), omeprazole (ipp), paracetamol;tramadol hydrochloride (ixprim), ursodeoxycholic acid and surgery (bilateral salpingectomy and removal of essure by laparoscopy). Essure was removed on (B)(6) 2017. In (B)(6) 2015, the metrorrhagia and fatigue had resolved. At the time of the report, the pelvic pain, general physical health deterioration, dysgeusia, dizziness, arthralgia, loss of personal independence in daily activities, pain in extremity, the last episode of muscle contracture, pubic pain, disturbance in attention and asthenia was resolving, the device dislocation, loss of consciousness, dyspnoea, palpitations, respiratory distress, adnexa uteri cyst, myalgia and sinus tachycardia had resolved, the allergy to metals, metal poisoning, cholangitis sclerosing, premature menopause, irritability, weight increased, oral lichen planus, balance disorder, vertigo, ageusia, oral discomfort, malaise, genital disorder female, rheumatic disorder, pharyngeal disorder, ear disorder, menorrhagia, vulvovaginal mycotic infection, emotional disorder, cystitis, gait disturbance, helicobacter gastritis, menstruation irregular, dysmenorrhoea, tendonitis, fungal oesophagitis, anogenital warts, breast inflammation, insomnia, merycism, tearfulness, depressed mood, nausea, limb discomfort, haemorrhoids, ligament sprain, anal pruritus and chest discomfort outcome was unknown and the abnormal loss of weight, cervical dysplasia, groin pain, pudendal canal syndrome and abdominal pain lower had not resolved. The reporter provided no causality assessment for ageusia, arthralgia, balance disorder, dizziness, dysgeusia, fatigue, general physical health deterioration, irritability, loss of consciousness, loss of personal independence in daily activities, metal poisoning, metrorrhagia, oral lichen planus, premature menopause, vertigo and weight increased with essure. The reporter considered abdominal pain lower, abnormal loss of weight, adnexa uteri cyst, allergy to metals, anal pruritus, anogenital warts, asthenia, breast inflammation, cervical dysplasia, chest discomfort, cholangitis sclerosing, cystitis, depressed mood, device dislocation, disturbance in attention, dysmenorrhoea, dyspnoea, ear disorder, emotional disorder, fungal oesophagitis, gait disturbance, genital disorder female, groin pain, haemorrhoids, helicobacter gastritis, insomnia, ligament sprain, limb discomfort, malaise, menorrhagia, menstruation irregular, merycism, myalgia, nausea, oral discomfort, pain in extremity, palpitations, pelvic pain, pharyngeal disorder, pubic pain, pudendal canal syndrome, respiratory distress, rheumatic disorder, sinus tachycardia, tearfulness, tendonitis, vulvovaginal mycotic infection, the first episode of muscle contracture and the second episode of muscle contracture to be related to essure. The reporter commented: on (B)(6) 2013: essure placement (4 expanded outer coils on both sides) with no reported problems. Starting in 2015, patient had worsening of fatigue. Patient had an intervention from emergency medical unit and a day in severe trauma (unspecified event). Numerous investigations were performed: blood or urine tests, consultations with specialists, x-ray, CT scan, MRI, for months or years, without finding any etiology. Hospitalization form (B)(6) 2017 to (B)(6) 2017 for bilateral salpingectomy and removal of essure by laparoscopy. Intervention without incident. The followings were simple. Discharge treatment: paracetamol and tramadol 50 1x3/d prn. (B)(6) 2017: day 14 control visit, improvement of some symptoms. (B)(6) 2017: gradual but incomplete improvement of symptoms. (B)(6) 2017: signs of cholestasis increase but signs of cytolysis improve. (B)(6) 2017: diagnosis of primary biliary sclerosing cholangitis (antimitochondrial antibodies positive with cryoglobulinemia type 3) is kept in 2017 with anicteric cholestasis. Patient remains stable and without fibrosis as of (B)(6) 2018. At that time it was found: gynecological disorders related to menopause, various disorders for some purely functional, for others based on the most part on various common causes, an isolated "immunological" impairment of confirmed diagnosis (primary biliary sclerosing cholangitis) that may explain certain disorders (asthenia, pruritus, joint pain). The absence of symptoms of nickel allergy after essure placement with confirmed nickel allergy. It cannot be ruled out that essure contributed to the symptomatology, because since essure removal in (B)(6) 2017, she is less tired, has fewer jaw contractures, walks a bit better, has no more pain from the pubic symphysis, and concentrates better. On the other hand, there are immunological anomalies that should be monitored, in particular antimitochondria and cryoglobulinemia, which certainly contribute to urticaria. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Abdominal x-ray - on (B)(6) 2013: implants seemed asymmetrical, on left side markers were not aligned; distance between proximal parts of both implants was superior to 4 cm; on (B)(6) 2017: plain abdominal x-ray for check-up after removing the essures: integrity of the bone frame; clips in bilateral inguinal region; absence of opacity of metallic tonality projecting at the pelvic level and the entire abdominal area. Alanine aminotransferase (iu/l) - on (B)(6) 2016: 69 iu/l; on (B)(6) 2016: 68 iu/l; on (B)(6) 2016: 65 iu/l. Allergy test - on (B)(6) 2017: epicutaneous test (patches): positive for nickel ++, nickel contact allergy; negative for chromium and titanium. Aspartate aminotransferase (iu/l) - on (B)(6) 2016: 39 iu/l; on (B)(6) 2016: 39 iu/l; on (B)(6) 2016: 34 iu/l; on (B)(6) 2017: 313 iu/l. Blood alkaline phosphatase (35 - 105 iu/l) - on (B)(6) 2016: 119 iu/l; on (B)(6) 2016: 118 iu/l. Computerised tomogram - on (B)(6) 2017: pulmonary embolism excluded; incidental finding of hypodense image in head of pancreas. Endoscopic ultrasound - on (B)(6) 2018: general state well preserved, no finding of pancreatic cystic lesion, at the biliary level presence of a small 3 mm vesicular polyp, esophago-gastro-duodenal fibroscopy normal; duodenal villous atrophy and gastric atrophy, rest of examination was normal. Endoscopy - on (B)(6) 2016: antral biopsy: helicobacter interstitial atrophic antral gastritis. Gamma-glutamyltransferase (iu/l) - on (B)(6) 2016: 110 iu/l; on (B)(6) 2016: 143 iu/l; on (B)(6) 2016: 147 iu/l; on (B)(6) 2016: 125 iu/l. Human papilloma virus test - on (B)(6) 2016: positive for p4: 51 or 59 group. Hysterosalpingogram - on (B)(6) 2013: no evidence of tubal permeability, the 4 indexes are highly visible in relation to the uterine cavity; the uterine cavity has a somewhat peculiar shape (a bit smaller in the center). Lipase (iu/l) - on (B)(6) 2016: 75 iu/l; on (B)(6) 2017: 109 iu/l. Mammogram - in (B)(6) 2017: suspect image requiring additional tests. Nuclear magnetic resonance imaging - on (B)(6) 2017: subsequent pancreas MRI revealed a punctiform cyst, not specific. Nuclear magnetic resonance imaging brain - in (B)(6) 2017: normal. Pathology test - on (B)(6) 2017: right fallopian tube 1 fragment 5 cm long, 0.7 c in diameter with essure, paratubal cyst; left tube: 1 fragment 5.5 cm long and 0.6 cm diameter with essure. Conclusion: fibrosis with discrete congestion, on the right pedicled hydatid / small cyst formation, / paratubal cyst 0.5 cm; discrete inflammatory infiltrate / discrete degree of polymorphic lympho-plasmocytic inflammation; no signs of malignancy. Ultrasound biliary tract - in (B)(6) 2016: no cyst on head of pancreas; in (B)(6) 2017: cyst on head of pancreas. X-ray of pelvis and hip - on (B)(6) 2016: absence of bone lesions in the pelvis, presence of essure with a symmetrical appearance; shift in the pelvis that can be found on palpation. Lot number: a06681 . Manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: dsil added to the narrative. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 27-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('plain abdomen x-ray showed that markers on left side were not aligned/ distance between proximal parts of both implants was superior to 4 cm'), allergy to metals ('allergy test positive for nickel'), metal poisoning ('heavy metal poisoning'), loss of consciousness ('unconsciousness'), cholangitis sclerosing ('primary biliary sclerosing cholangitis at early stage (no fibrosis, clinically stable)'), malaise ('malaise at work'), gait disturbance ('unsteadiness of gait') and helicobacter gastritis ('common helicobacter gastritis / helicobacter interstitial atrophic antral gastritis') in a 43-year-old female patient who had essure (batch no. A06681) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cerebral disorder in 2001, medical procedure, varicose veins, termination of pregnancy - elective, gastritis, breast cyst, parity 2 and venous insufficiency (on (B)(6) 2008 surgery for bilateral venous insufficiency with damage to the 2 great saphenous veins, the clinical examination and doppler showing truncular and ostial incontinence of the 2 great saphenous veins). No familial history of early menopause. Patient had regular gynecological check-ups, had regular pap smears (normal). Previously administered products included for nickel sensitivity: kestin in 2001; for an unreported indication: tramadol, iud nos and cerazette. Past adverse reactions to the above products included drug intolerance with tramadol. Concurrent conditions included nickel sensitivity (tests done due to hives) since 2001. Concomitant products included ketoprofen for varicose vein operation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abnormal loss of weight ("sudden unexplained weight loss"), 1 month 25 days after insertion of essure. In 2013, the patient experienced metrorrhagia ("heavy bleeding between menstrual periods"), fatigue ("fatigability / major fatigue / exhaustion / chronic fatigue") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced menstruation irregular ("totally irregular menstruation"). On (B)(6) 2013, the patient experienced breast inflammation ("inflammation in the right breast since last week, while"), insomnia ("insomnia (sleep less than 4 hours)") and merycism ("night-time ruminations"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("pain during the first 2 days of menstruation") and tendonitis ("tendonitis of the adductors on the right"). In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required) with oral pruritus and eczema. In (B)(6) 2014, the patient experienced premature menopause ("sudden onset of menopause at the age of 44 years old") with night sweats and amenorrhoea. In (B)(6) 2014, the patient experienced asthenia ("asthenia"). On (B)(6) 2014, the patient experienced tearfulness ("cries more easily") and depressed mood ("poor morale /not too much desire and pleasure"). On (B)(6) 2015, the patient experienced nausea ("nausea"). In 2015, the patient experienced general physical health deterioration ("deterioration of physical state") and irritability ("irritability"). On (B)(6) 2015, the patient experienced pain in extremity ("pain experienced since that afternoon, pain on the inside of her /bilateral lower limb pain on varicose veins ++ especially left"). On (B)(6) 2015, the patient experienced limb discomfort ("legs: heaviness in the evening and when she needs to stand for a long time "). On (B)(6) 2016, the patient experienced cervical dysplasia ("associated low-grade intra-epithelial lesion is possible"). On (B)(6) 2016, the patient experienced haemorrhoids ("painful haemorrhoids") with proctalgia. On (B)(6) 2016, the patient experienced anal pruritus ("anal pruritus"). In (B)(6) 2016, the patient experienced dysgeusia ("metallic taste in mouth") and ageusia ("loss of taste") and was found to have weight increased ("weight gain (despite balanced diet and 5 hours of sports a week)"). On (B)(6) 2016, the patient experienced groin pain ("pain in the left groin as well as pudendal neuralgia type pain"), pudendal canal syndrome ("pain in the left groin as well as pudendal neuralgia type pain") and abdominal pain lower ("severe pain is also present in the left iliac fossa area"). On (B)(6) 2016, the patient experienced the first episode of muscle contracture ("trapezius contracture ++"). In 2016, the patient experienced fungal oesophagitis ("fungal infection /probably oesophageal mycosis"). On (B)(6) 2016, the patient experienced helicobacter gastritis (seriousness criterion medically significant) with abdominal pain upper. On (B)(6) 2016, the patient experienced ligament sprain ("severe sprain, right ankle"). In (B)(6) 2017, the patient experienced dizziness ("dizziness"). On (B)(6) 2017, the patient was found to have anogenital warts ("condyloma"). In (B)(6) 2017, the patient experienced oral lichen planus ("oral lichen planus"). On (B)(6) 2017, the patient experienced loss of consciousness (seriousness criterion medically significant), malaise (seriousness criterion hospitalization), dyspnoea ("dyspnoea"), respiratory distress ("respiratory distress"), chest discomfort ("chest tightness / oppression in the chest") and sinus tachycardia ("sinus tachycardia"). In (B)(6) 2017, the patient experienced balance disorder ("loss of balance") and vertigo ("feeling of head spinning"). In 2017, the patient experienced cholangitis sclerosing (seriousness criterion medically significant) with gastrointestinal disorder, hepatic function abnormal, abdominal distension, dyspepsia, pancreatic cyst, gastrointestinal motility disorder, cholestasis, enzyme level abnormal, blood immunoglobulin m increased, lipase increased, pruritus and hepatocellular injury. On (B)(6) 2017, the patient experienced adnexa uteri cyst ("right fallopian tube: a para-tubal cyst 0.5 cm of diameter"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), metal poisoning (seriousness criterion medically significant), arthralgia ("major joint pain in feet and hands (difficulty moving around and carrying out simple daily tasks) /right shoulder pain"), loss of personal independence in daily activities ("difficulty moving around and carrying out simple daily tasks"), oral discomfort ("feeling of burns in mouth with sensitive disorders ( no mouth lesion)/ dysesthesia tongue cheeks sensation of having pepper"), genital disorder female ("gynecological disorder"), rheumatic disorder ("rheumatic disorder"), pharyngeal disorder ("ent disorder"), ear disorder ("ent disorder"), vulvovaginal mycotic infection ("vaginal mycosis"), palpitations ("palpitations"), emotional disorder ("sensitivity disorder"), cystitis ("cystitis /burning simple cystitis: sensation during urination") with pollakiuria, gait disturbance (seriousness criterion medically significant), the second episode of muscle contracture ("jaw contracture"), pubic pain ("pubic symphysis pain"), disturbance in attention ("concentration disorder") and myalgia ("calf muscle pain"). The patient was hospitalized from (B)(6) 2017. The patient was treated with alprazolam (xanax), amoxicillin, amphotericin b (fungizone), betamethasone, clarithromycin, ibuprofen (spifen), metronidazole benzoate (flagyl), metronidazole;neomycin sulfate;nystatin (tergynan), omeprazole (ipp), paracetamol;tramadol hydrochloride (ixprim), ursodeoxycholic acid and surgery (bilateral salpingectomy and removal of essure by laparoscopy). Essure was removed on (B)(6) 2017. In (B)(6) 2015, the metrorrhagia and fatigue had resolved. At the time of the report, the pelvic pain, general physical health deterioration, dysgeusia, dizziness, arthralgia, loss of personal independence in daily activities, pain in extremity, the last episode of muscle contracture, pubic pain, disturbance in attention and asthenia was resolving, the device dislocation, loss of consciousness, dyspnoea, palpitations, respiratory distress, adnexa uteri cyst, myalgia and sinus tachycardia had resolved, the allergy to metals, metal poisoning, cholangitis sclerosing, premature menopause, irritability, weight increased, oral lichen planus, balance disorder, vertigo, ageusia, oral discomfort, malaise, genital disorder female, rheumatic disorder, pharyngeal disorder, ear disorder, menorrhagia, vulvovaginal mycotic infection, emotional disorder, cystitis, gait disturbance, helicobacter gastritis, menstruation irregular, dysmenorrhoea, tendonitis, fungal oesophagitis, anogenital warts, breast inflammation, insomnia, merycism, tearfulness, depressed mood, nausea, limb discomfort, haemorrhoids, ligament sprain, anal pruritus and chest discomfort outcome was unknown and the abnormal loss of weight, cervical dysplasia, groin pain, pudendal canal syndrome and abdominal pain lower had not resolved. The reporter provided no causality assessment for ageusia, arthralgia, balance disorder, dizziness, dysgeusia, fatigue, general physical health deterioration, irritability, loss of consciousness, loss of personal independence in daily activities, metal poisoning, metrorrhagia, oral lichen planus, premature menopause, vertigo and weight increased with essure. The reporter considered abdominal pain lower, abnormal loss of weight, adnexa uteri cyst, allergy to metals, anal pruritus, anogenital warts, asthenia, breast inflammation, cervical dysplasia, chest discomfort, cholangitis sclerosing, cystitis, depressed mood, device dislocation, disturbance in attention, dysmenorrhoea, dyspnoea, ear disorder, emotional disorder, fungal oesophagitis, gait disturbance, genital disorder female, groin pain, haemorrhoids, helicobacter gastritis, insomnia, ligament sprain, limb discomfort, malaise, menorrhagia, menstruation irregular, merycism, myalgia, nausea, oral discomfort, pain in extremity, palpitations, pelvic pain, pharyngeal disorder, pubic pain, pudendal canal syndrome, respiratory distress, rheumatic disorder, sinus tachycardia, tearfulness, tendonitis, vulvovaginal mycotic infection, the first episode of muscle contracture and the second episode of muscle contracture to be related to essure. The reporter commented: on (B)(6) 2013: essure placement (4 expanded outer coils on both sides) with no reported problems. Starting in 2015, patient had worsening of fatigue. Patient had an intervention from emergency medical unit and a day in severe trauma (unspecified event). Numerous investigations were performed: blood or urine tests, consultations with specialists, x-ray, CT scan, MRI, for months or years, without finding any etiology. Hospitalization form (B)(6) 2017 for bilateral salpingectomy and removal of essure by laparoscopy. Intervention without incident. The followings were simple. Discharge treatment: paracetamol and tramadol 50 1x3/d prn. (B)(6) 2017: day 14 control visit, improvement of some symptoms. (B)(6) 2017: gradual but incomplete improvement of symptoms. (B)(6) 2017: signs of cholestasis increase but signs of cytolysis improve. (B)(6) 2017: diagnosis of primary biliary sclerosing cholangitis (antimitochondrial antibodies positive with cryoglobulinemia type 3) is kept in 2017 with anicteric cholestasis. Patient remains stable and without fibrosis as of (B)(6) 2018. At that time it was found: gynecological disorders related to menopause, various disorders for some purely functional, for others based on the most part on various common causes, an isolated "immunological" impairment of confirmed diagnosis (primary biliary sclerosing cholangitis) that may explain certain disorders (asthenia, pruritus, joint pain). The absence of symptoms of nickel allergy after essure placement with confirmed nickel allergy. It cannot be ruled out that essure contributed to the symptomatology, because since essure removal in (B)(6) 2017, she is less tired, has fewer jaw contractures, walks a bit better, has no more pain from the pubic symphysis, and concentrates better. On the other hand, there are immunological anomalies that should be monitored, in particular antimitochondria and cryoglobulinemia, which certainly contribute to urticaria. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Abdominal x-ray - on (B)(6) 2013: implants seemed asymmetrical, on left side markers were not aligned; distance between proximal parts of both implants was superior to 4 cm; on (B)(6) 2017: plain abdominal x-ray for check-up after removing the essures: integrity of the bone frame; clips in bilateral inguinal region; absence of opacity of metallic tonality projecting at the pelvic level and the entire abdominal area. Alanine aminotransferase (iu/l) - on (B)(6) 2016: 69 iu/l; on (B)(6) 2016: 68 iu/l; on (B)(6) 2016: 65 iu/l. Allergy test - on (B)(6) 2017: epicutaneous test (patches): positive for nickel ++, nickel contact allergy; negative for chromium and titanium. Aspartate aminotransferase (iu/l) - on (B)(6) 2016: 39 iu/l; on (B)(6) 2016: 39 iu/l; on (B)(6) 2016: 34 iu/l; on (B)(6) 2017: 313 iu/l. Blood alkaline phosphatase (35 - 105 iu/l) - on (B)(6) 2016: 119 iu/l; on (B)(6) 2016: 118 iu/l. Computerised tomogram - on (B)(6) 2017: pulmonary embolism excluded; incidental finding of hypodense image in head of pancreas. Endoscopic ultrasound - on (B)(6) 2018: general state well preserved, no finding of pancreatic cystic lesion, at the biliary level presence of a small 3 mm vesicular polyp, esophago-gastro-duodenal fibroscopy normal; duodenal villous atrophy and gastric atrophy, rest of examination was normal. Endoscopy - on (B)(6) 2016: antral biopsy: helicobacter interstitial atrophic antral gastritis. Gamma-glutamyltransferase (iu/l) - on (B)(6) 2016: 110 iu/l; on (B)(6) 2016: 143 iu/l; on (B)(6) 2016: 147 iu/l; on (B)(6) 2016: 125 iu/l. Human papilloma virus test - on (B)(6) 2016: positive for p4: 51 or 59 group. Hysterosalpingogram - on (B)(6) 2013: no evidence of tubal permeability, the 4 indexes are highly visible in relation to the uterine cavity; the uterine cavity has a somewhat peculiar shape (a bit smaller in the center). Lipase (iu/l) - on (B)(6) 2016: 75 iu/l; on (B)(6) 2017: 109 iu/l. Mammogram - in (B)(6) 2017: suspect image requiring additional tests. Nuclear magnetic resonance imaging - on (B)(6) 2017: subsequent pancreas MRI revealed a punctiform cyst, not specific. Nuclear magnetic resonance imaging brain - in (B)(6) 2017: normal. Pathology test - on (B)(6) 2017: right fallopian tube 1 fragment 5 cm long, 0.7 c in diameter with essure, paratubal cyst; left tube: 1 fragment 5.5 cm long and 0.6 cm diameter with essure. Conclusion: fibrosis with discrete congestion, on the right pedicled hydatid / small cyst formation, / paratubal cyst 0.5 cm; discrete inflammatory infiltrate / discrete degree of polymorphic lympho-plasmocytic inflammation; no signs of malignancy. Ultrasound biliary tract - in (B)(6) 2016: no cyst on head of pancreas; in (B)(6) 2017: cyst on head of pancreas. X-ray of pelvis and hip - on (B)(6) 2016: absence of bone lesions in the pelvis, presence of essure with a symmetrical appearance; shift in the pelvis that can be found on palpation. Lot number: a06681. Manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 29-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("plain abdomen xray showed that markers on left side were not aligned/ distance between proximal parts of both implants was superior to 4 cm"), allergy to metals ("allergy test positive for nickel"), metal poisoning ("heavy metal poisoning"), anaphylactic shock ("anaphylactic shock"), injury ("a day in severe trauma"), malaise ("malaise at work"), gait disturbance ("unsteadiness of gait"), cholangitis sclerosing ("primary biliary sclerosing cholangitis"), cholestasis ("anicteric cholestasis") and helicobacter gastritis ("common helicobacter gastritis") in a 43-year-old female patient who had essure (batch no. A06681) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included medical procedure, varicose veins, termination of pregnancy - elective, gastritis, breast cyst, cerebral disorder in 2001, parity 2 and venous insufficiency (surgery for ¿bilateral venous insufficiency with damage to the 2 great saphenous veins, the clinical examination and doppler showing truncular and ostial incontinence of the 2 great saphenous veins). No familial history of early menopause. Previously administered products included for an unreported indication: iud nos, tramadol, kestin and cerazette. Past adverse reactions to the above products included drug intolerance with tramadol. Concurrent conditions included nickel sensitivity. Concomitant products included ketoprofen for varicose vein operation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight decreased ("sudden unexplained weight loss"), 1 month 25 days after insertion of essure. In 2013, the patient experienced metrorrhagia ("heavy bleeding between menstrual periods"), fatigue ("fatigability / with major fatigue / exhaustion / chronic fatigue") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced menstruation irregular ("totally irregular menstruation"). On (B)(6) 2013, the patient experienced breast inflammation ("inflammation in the right breast since last week, while") and insomnia ("night-time ruminations with insomnia"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("pain during the first 2 days of menstruation") and tendonitis ("tendonitis of the adductors on the right"). In 2014, the patient experienced amenorrhoea ("amenorrhea"). In (B)(6) 2014, the patient experienced night sweats ("night sweats") and premature menopause ("sudden onset of menopause at the age of 44 years old"). On (B)(6) 2014, the patient experienced asthenia ("asthenia"), tearfulness ("cries more easily") and depressed mood ("poor morale /not too much desire and pleasure"). In january 2015, the patient experienced diarrhoea ("diarrhoea"). On (B)(6) 2015, the patient experienced nausea ("nausea"). In 2015, the patient experienced general physical health deterioration ("deterioration of physical state"), sleep disorder ("sleep disturbances (maximum 4 hours a night)") and irritability ("irritability"). On (B)(6) 2015, the patient experienced pain in extremity ("pain experienced since that afternoon, pain on the inside of her /bilateral lower limb pain on varicose veins ++ especially left"). On (B)(6) 2015, the patient experienced limb discomfort ("legs: heaviness in the evening and when she needs to stand for a long time "). On (B)(6) 2016, the patient experienced skin lesion ("associated low-grade intraepithelial lesion is possible"). On (B)(6) 2016, the patient experienced haemorrhoids ("painful haemorrhoids"). On (B)(6) 2016, the patient experienced anal pruritus ("anal pruritus"). In (B)(6) 2016, the patient experienced dysgeusia ("changes in taste (metallic taste)"), gastrointestinal disorder ("gastrointestinal disturbances /walk disorder"), hepatic function abnormal ("abnormal liver function i.e. Increased gamma-gt / liver injury"), abdominal distension ("bloating") and dyspepsia ("difficult digestion") and was found to have weight increased ("weight gain (despite balanced diet and 5 hours of sports a week)"). On (B)(6) 2016, the patient experienced groin pain ("pain in the left groin as well as pudendal neuralgia type pain") and the first episode of arthralgia ("severe pain is also present in the left iliac fossa area"). On (B)(6) 2016, the patient experienced the first episode of muscle contracture ("trapezius contracture ++"). In 2016, the patient experienced fungal infection ("fungal infection /probably oesophageal mycosis"). On (B)(6) 2016, the patient was found to have immunoglobulins increased ("blood test revealed abnormal enzyme levels"). On (B)(6) 2016, the patient experienced enzyme abnormality ("blood test revealed abnormal enzyme levels"). On (B)(6) 2016, the patient experienced ligament sprain ("severe sprain, right ankle"). In (B)(6) 2017, the patient experienced dizziness ("dizziness"). On (B)(6) 2017, the patient was found to have anogenital warts ("condyloma"). In (B)(6) 2017, the patient experienced oral lichen planus ("oral lichen planus"). In (B)(6) 2017, the patient experienced malaise (seriousness criterion hospitalization). On (B)(6) 2017, the patient experienced anaphylactic shock (seriousness criterion medically significant) with chest discomfort. On (B)(6) 2017, the patient was found to have lipase increased ("significantly higher than normal lipase level"). In (B)(6) 2017, the patient experienced the first episode of pancreatic cyst ("cyst on head of pancreas"), balance disorder ("loss of balance") and vertigo ("feeling of head spinning"). In 2017, the patient experienced cholangitis sclerosing (seriousness criterion medically significant), cholestasis (seriousness criterion medically significant) and helicobacter gastritis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced fallopian tube cyst ("right fallopian tube: a para-tubal cyst 0.5 cm of diameter"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria hospitalization and intervention required) with pruritus and eczema, metal poisoning (seriousness criterion medically significant), the second episode of arthralgia ("major joint pain in feet and hands (difficulty moving around and carrying out simple daily tasks) /right shoulder pain "), loss of personal independence in daily activities ("difficulty moving around and carrying out simple daily tasks"), ageusia ("loss of taste"), injury (seriousness criterion medically significant), the first episode of adverse event ("multiple symptoms nos"), oral discomfort ("feeling of burns in mouth with sensitive disorders ( no mouth lesion)/ dysesthesia tongue cheeks sensation of having pepper "), splenic cyst ("lipase increased : splenic lesion of cyst type on MRI"), genital disorder female ("gynecological disorder"), rheumatic disorder ("rheumatic disorder"), pharyngeal disorder ("ent disorder"), ear disorder ("ent disorder"), vulvovaginal mycotic infection ("vaginal mycosis"), dyspnoea ("dyspnoea"), palpitations ("thoracic oppression palpitations"), abdominal pain upper ("gastralgia /epigastralgia"), the second episode of adverse event ("transit disorder"), emotional disorder ("sensitivity disorder"), cystitis ("cystitis /burning simple cystitis: sensation during urination"), gait disturbance (seriousness criterion medically significant), the second episode of muscle contracture ("jaw contracture"), pubic pain ("pubic symphysis pain"), disturbance in attention ("concentration disorder"), jaw disorder ("jaw contracture"), cell death ("signs of cytolysis"), constipation ("constipation"), respiratory distress ("respiratory distress"), the second episode of pancreatic cyst ("a small cyst 6 mm in diameter within the head of the pancreas") and myalgia ("calf muscle pain"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with alprazolam (xanax), amoxicillin, amphotericin b (fungizone), betamethasone, clarithromycin, ibuprofen (spifen), metronidazole benzoate (flagyl), metronidazole;neomycin sulfate;nystatin (tergynan), omeprazole (ipp), paracetamol;tramadol hydrochloride (ixprim) and bilateral salpingectomy with removal of essure by laparoscopy on (B)(6) 2017. In (B)(6) 2015, the metrorrhagia, fatigue and diarrhoea had resolved. At the time of the report, the pelvic pain, sleep disorder, gastrointestinal disorder, dizziness, pain in extremity, the last episode of muscle contracture, pubic pain and cell death was resolving, the device dislocation, allergy to metals, metal poisoning, anaphylactic shock, night sweats, premature menopause, irritability, dysgeusia, hepatic function abnormal, abdominal distension, dyspepsia, weight increased, oral lichen planus, balance disorder, vertigo, the last episode of arthralgia, loss of personal independence in daily activities, ageusia, injury, amenorrhoea, oral discomfort, malaise, splenic cyst, genital disorder female, rheumatic disorder, pharyngeal disorder, ear disorder, menorrhagia, vulvovaginal mycotic infection, dyspnoea, palpitations, abdominal pain upper, the last episode of adverse event, emotional disorder, cystitis, gait disturbance, disturbance in attention, cholangitis sclerosing, cholestasis, helicobacter gastritis, jaw disorder, menstruation irregular, dysmenorrhoea, tendonitis, asthenia, fungal infection, enzyme abnormality, immunoglobulins increased, anogenital warts, lipase increased, breast inflammation, insomnia, tearfulness, depressed mood, nausea, limb discomfort, haemorrhoids, ligament sprain, anal pruritus, constipation, respiratory distress, the last episode of pancreatic cyst and fallopian tube cyst outcome was unknown and the weight decreased, skin lesion, groin pain and myalgia had not resolved. The reporter provided no causality assessment for abdominal distension, ageusia, anaphylactic shock, balance disorder, dizziness, dysgeusia, dyspepsia, fatigue, gastrointestinal disorder, general physical health deterioration, hepatic function abnormal, irritability, loss of personal independence in daily activities, metal poisoning, metrorrhagia, night sweats, oral lichen planus, premature menopause, sleep disorder, vertigo, weight increased, the first episode of pancreatic cyst and the second episode of arthralgia with essure. The reporter considered abdominal pain upper, allergy to metals, amenorrhoea, anal pruritus, anogenital warts, asthenia, breast inflammation, cell death, cholangitis sclerosing, cholestasis, constipation, cystitis, depressed mood, device dislocation, diarrhoea, disturbance in attention, dysmenorrhoea, dyspnoea, ear disorder, emotional disorder, enzyme abnormality, fallopian tube cyst, fungal infection, gait disturbance, genital disorder female, groin pain, haemorrhoids, helicobacter gastritis, immunoglobulins increased, injury, insomnia, jaw disorder, ligament sprain, limb discomfort, lipase increased, malaise, menorrhagia, menstruation irregular, myalgia, nausea, oral discomfort, pain in extremity, palpitations, pelvic pain, pharyngeal disorder, pubic pain, respiratory distress, rheumatic disorder, skin lesion, splenic cyst, tearfulness, tendonitis, vulvovaginal mycotic infection, weight decreased, the first episode of adverse event, the first episode of arthralgia, the first episode of muscle contracture, the second episode of adverse event, the second episode of muscle contracture and the second episode of pancreatic cyst to be related to essure. The reporter commented: on (B)(6) 2013: essure placement (4 expanded outer coils on both sides) with no reported problems. Following essure placement, the patient would have experienced menorrhagia and then amenorrhea in 2014 (menopause diagnosed in 2015). Starting in 2015, patient had worsening of fatigue. Patient had an intervention from emergency medical unit and a day in severe trauma (unspecified event). Two dates of removal were reported with no further information: 08-aug-2017 and 12-sep-2017. A diagnosis of primary biliary sclerosing cholangitis (antimitochondrial antibodies positive with cryoglobulinemia type 3) is kept in 2017 with anicteric cholestasis. Hospitalization form (B)(6) 2017 to (B)(6) 2017 for bilateral salpingectomy and removal of essure by laparoscopy. Intervention without incident. The followings were simple. Discharge treatment: paracetamol and tramadol 50 1x3/d prn. Anatomopathologic exam don (B)(6) 2017: showed fibrosis with discrete congestion and discrete inflammatory infiltrate with a small unilateral cystic formation on right side. On the right, pedicled hydatids. Surgery report of surgery performed on (B)(6) 2017 (written on (B)(6) 2017). Numerous investigations were performed: blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any aetiology. Since essure removal, the patient reported to be a little better: it would be "less tired and less suffering". At that time it was found: gynecological disorders related to menopause, various disorders for some purely functional, for others based on the most part on various common causes, an isolated "immunological" impairment of confirmed diagnosis (primary biliary sclerosing cholangitis) that may explain certain disorders (asthenia, pruritus, joint pain). The absence of symptoms of nickel allergy after essure placement with confirmed nickel allergy; anatomopathology found, in addition to fibrosis, a discrete degree of polymorphic lympho-plasmocytic. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kgs. Abdominal x-ray - on (B)(6) 2013: implants seemed asymmetrical, on left side markers were not aligned; distance between proximal parts of both implants was superior to 4 cm. Alanine aminotransferase (<33 iu/l) - on (B)(6) 2016: 69 iu/l; on (B)(6) 2016: 68 iu/l; on (B)(6) 2016: 65 iu/l. Allergy test - on (B)(6) 2017: positive for nickel. Aspartate aminotransferase (<32 iu/l) - on (B)(6) 2016: 39 iu/l; on (B)(6) 2016: 34 iu/l; on (B)(6) 2017: 313 iu/l. Blood alkaline phosphatase (35 - 105) - on (B)(6) 2016: 119 ; on (B)(6) 2016: 118 iu/l. Blood test - on an unknown date: result not provided. Computerised tomogram - on an unknown date: non-specific pancreatic cyst. Endoscopy - on an unknown date: common helicobacter gastritis. Gamma-glutamyltransferase (<38 iu/l) - on (B)(6) 2016: 110 iu/l; on (B)(6) 2016: 125 iu/l; on (B)(6) 2016: 143 iu/l; on (B)(6) 2016: 147 iu/l. Lipase (<67 iu/l) - on (B)(6) 2016: 75 iu/l; on (B)(6) 2017: 109 iu/l. Mammogram - in (B)(6) 2017: suspect image requiring additional tests. Nuclear magnetic resonance imaging - on an unknown date: splenic lesion of cyst type/ non-specific pancreatic; in (B)(6) 2017: brain MRI normal. Ultrasound biliary tract - in (B)(6) 2016: no cyst on head of pancreas; in (B)(6) 2017: cyst on head of pancreas. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-apr-2019: new reporter added (case became medically confirmed). Historical drug, lab data and concomitant and treatments drugs added. New events added: sudden unexplained weight loss, totally irregular menstruation, pain during the first 2 days of menstruation, tendonitis of the adductors on the right, asthenia, fungal infection, associated low-grade intraepithelial lesion is possible, pain in the left groin as well as pudendal neuralgia type pain, severe pain is also present in the left iliac fossa area, blood test revealed abnormal enzyme levels, significantly higher than normal lipase level, night-time ruminations with insomnia, inflammation in the right breast since last week, while menstruating, depressed mood, limb discomfort, painful haemorrhoids, trapezius contracture ++, severe sprain, right ankle, signs of cytolysis, diarrhoea, anal pruritus, constipation, respiratory distress, pancreatic cyst, calf muscle pain and fallopian tube cyst outcome of some events updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 09-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("plain abdomen xray showed that markers on left side were not aligned/ distance between proximal parts of both implants was superior to 4 cm"), allergy to metals ("allergy test positive for nickel"), metal poisoning ("heavy metal poisoning"), anaphylactic shock ("anaphylactic shock") and injury ("a day in severe trauma") in a 47-year-old female patient who had essure (batch no. A06681) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included medical procedure, varicose veins, termination of pregnancy - elective, gastritis, breast cyst and cerebral disorder in 2001. No familial history of early menopause. Concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced metrorrhagia ("heavy bleeding between menstrual periods") and fatigue ("fatigability / with major fatigue / exhaustion / chronic fatigue"). In 2014, the patient experienced amenorrhoea ("amenorrhea"). In (B)(6) 2014, the patient experienced night sweats ("night sweats") and premature menopause ("sudden onset of menopause at the age of 44 years old"). In 2015, the patient experienced general physical health deterioration ("deterioration of physical state"), sleep disorder ("sleep disturbances (maximum 4 hours a night)") and irritability ("irritability"). In (B)(6) 2016, the patient experienced dysgeusia ("changes in taste (metallic taste)"), gastrointestinal disorder ("gastrointestinal disturbances"), hepatic function abnormal ("abnormal liver function i.e. Increased gamma-gt / liver injury"), abdominal distension ("bloating") and dyspepsia ("difficult digestion") and was found to have weight increased ("weight gain (despite balanced diet and 5 hours of sports a week)"). In 2016, the patient experienced oral discomfort ("feeling of burns in mouth with sensitive disorders ( no mouth lesion)"). In (B)(6) 2017, the patient experienced dizziness ("dizziness"). In (B)(6) 2017, the patient experienced oral lichen planus ("oral lichen planus"). In (B)(6) 2017, the patient experienced malaise ("malaise at work"). On (B)(6) 2017, the patient experienced anaphylactic shock (seriousness criterion medically significant) with chest discomfort, 4 years 2 months after insertion of essure. In (B)(6) 2017, the patient experienced pancreatic cyst ("cyst on head of pancreas"), balance disorder ("loss of balance") and vertigo ("feeling of head spinning"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria hospitalization and intervention required), metal poisoning (seriousness criterion medically significant), arthralgia ("major joint pain in feet and hands (difficulty moving around and carrying out simple daily tasks)"), loss of personal independence in daily activities ("difficulty moving around and carrying out simple daily tasks"), ageusia ("loss of taste"), injury (seriousness criterion medically significant), adverse event ("multiple symptoms nos"), splenic cyst ("lipase increased : splenic lesion of cyst type on MRI"), genital disorder female ("gynecological disorder"), rheumatic disorder ("rheumatic disorder"), pharyngeal disorder ("ent disorder") and ear disorder ("ent disorder"). The patient was hospitalized from (B)(6) 2017. The patient was treated with surgery (bilateral salpingectomy and removal of essure by laparoscopy). Essure was removed on (B)(6) 2017. In (B)(6) 2015, the metrorrhagia and fatigue had resolved. At the time of the report, the device dislocation, allergy to metals, metal poisoning, anaphylactic shock, night sweats, premature menopause, sleep disorder, irritability, dysgeusia, gastrointestinal disorder, hepatic function abnormal, abdominal distension, dyspepsia, weight increased, oral lichen planus, pancreatic cyst, dizziness, balance disorder, vertigo, arthralgia, loss of personal independence in daily activities, ageusia, injury, adverse event, amenorrhoea, oral discomfort, malaise, splenic cyst, genital disorder female, rheumatic disorder, pharyngeal disorder and ear disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, ageusia, anaphylactic shock, arthralgia, balance disorder, dizziness, dysgeusia, dyspepsia, fatigue, gastrointestinal disorder, general physical health deterioration, hepatic function abnormal, irritability, loss of personal independence in daily activities, metal poisoning, metrorrhagia, night sweats, oral lichen planus, pancreatic cyst, premature menopause, sleep disorder, vertigo and weight increased with essure. The reporter considered adverse event, allergy to metals, amenorrhoea, device dislocation, ear disorder, genital disorder female, injury, malaise, oral discomfort, pelvic pain, pharyngeal disorder, rheumatic disorder and splenic cyst to be related to essure. The reporter commented: starting in 2015, patient had worsening of fatigue. Patient had an intervention from emergency medical unit and a day in severe trauma (unspecified event). Two dates of removal were reported with no further information: (B)(6) 2017. Hospitalization form (B)(6) 2017 for bilateral salpingectomy and removal of essure by laparoscopy. Intervention without incident. The followings were simple. Discharge treatment: paracetamol and tramadol 50 1x3/d prn. Anatomopathologic exam don (B)(6) 2017: discrete congestion. On the right, pedicled hydatids. Surgery report of surgery performed on (B)(6) 2017 (written on (B)(6) 2017). Numerous investigations were performed: blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any aetiology diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2013: implants seemed asymmetrical, on left side markers were not aligned; distance between proximal parts of both implants was superior to 4 cm. Allergy test - on (B)(6) 2017: positive for nickel. Blood test - on an unknown date: result not provided. Computerised tomogram - on an unknown date: two CT-scans - results not provided. Endoscopy - on an unknown date: result not provided. Mammogram - in (B)(6) 2017: suspect image requiring additional tests. Nuclear magnetic resonance imaging - on an unknown date: splenic lesion of cyst type. Nuclear magnetic resonance imaging brain - in (B)(6) 2017: brain MRI normal. Ultrasound biliary tract - in may 2016: no cyst on head of pancreas; in (B)(6) 2017: cyst on head of pancreas. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-apr-2019: case (B)(4) (us MFR# 2951250-2019-01341) was found to be a duplicate of this report. All its content is being added in this case. Complete essure insertion date ((B)(6) 2013) and new events (ent disorders, gynecological disorders and rheumatic disorders). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("plain abdomen xray showed that markers on left side were not aligned/ distance between proximal parts of both implants was superior to 4 cm"), allergy to metals ("allergy test positive for nickel"), metal poisoning ("heavy metal poisoning"), anaphylactic shock ("anaphylactic shock") and injury ("a day in severe trauma") in a 47-year-old female patient who had essure (batch no. A06681) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included medical procedure, varicose veins, termination of pregnancy - elective, gastritis, breast cyst and cerebral disorder in 2001. No familial history of early menopause. Concurrent conditions included nickel sensitivity. In 2013, the patient had essure inserted. In (B)(6)2013, the patient experienced metrorrhagia ("heavy bleeding between menstrual periods") and fatigue ("fatigability / with major fatigue / exhaustion / chronic fatigue"). In (B)(6)2014, the patient experienced night sweats ("night sweats") and premature menopause ("sudden onset of menopause at the age of 44 years old"). In 2014, the patient experienced amenorrhoea ("amenorrhea"). In 2015, the patient experienced general physical health deterioration ("deterioration of physical state"), sleep disorder ("sleep disturbances (maximum 4 hours a night)") and irritability ("irritability"). In (B)(6)2016, the patient experienced dysgeusia ("changes in taste (metallic taste)"), gastrointestinal disorder ("gastrointestinal disturbances"), hepatic function abnormal ("abnormal liver function i.e. Increased gamma-gt / liver injury"), abdominal distension ("bloating") and dyspepsia ("difficult digestion") and was found to have weight increased ("weight gain (despite balanced diet and 5 hours of sports a week)"). In 2016, the patient experienced oral discomfort ("feeling of burns in mouth with sensitive disorders ( no mouth lesion)"). In (B)(6)2017, the patient experienced dizziness ("dizziness"). In (B)(6)2017, the patient experienced oral lichen planus ("oral lichen planus"). In (B)(6)2017, the patient experienced malaise ("malaise at work"). On (B)(6)2017, the patient experienced anaphylactic shock (seriousness criterion medically significant) with chest discomfort, 4 years 2 months after insertion of essure. In (B)(6)2017, the patient experienced pancreatic cyst ("cyst on head of pancreas"), balance disorder ("loss of balance") and vertigo ("feeling of head spinning"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria hospitalization and intervention required), metal poisoning (seriousness criterion medically significant), arthralgia ("major joint pain in feet and hands (difficulty moving around and carrying out simple daily tasks)"), loss of personal independence in daily activities ("difficulty moving around and carrying out simple daily tasks"), ageusia ("loss of taste"), injury (seriousness criterion medically significant), adverse event ("multiple symptoms nos") and splenic cyst ("lipase increased : splenic lesion of cyst type on MRI"). The patient was hospitalized from (B)(6)2017 to (B)(6)2017. The patient was treated with surgery (bilateral salpingectomy and removal of essure by laparoscopy). Essure was removed on (B)(6)2017. In (B)(6)2015, the metrorrhagia and fatigue had resolved. At the time of the report, the device dislocation, allergy to metals, metal poisoning, anaphylactic shock, night sweats, premature menopause, sleep disorder, irritability, dysgeusia, gastrointestinal disorder, hepatic function abnormal, abdominal distension, dyspepsia, weight increased, oral lichen planus, pancreatic cyst, dizziness, balance disorder, vertigo, arthralgia, loss of personal independence in daily activities, ageusia, injury, adverse event, amenorrhoea, oral discomfort, malaise and splenic cyst outcome was unknown. The reporter provided no causality assessment for abdominal distension, ageusia, anaphylactic shock, arthralgia, balance disorder, dizziness, dysgeusia, dyspepsia, fatigue, gastrointestinal disorder, general physical health deterioration, hepatic function abnormal, irritability, loss of personal independence in daily activities, metal poisoning, metrorrhagia, night sweats, oral lichen planus, pancreatic cyst, premature menopause, sleep disorder, vertigo and weight increased with essure. The reporter considered adverse event, allergy to metals, amenorrhoea, device dislocation, injury, malaise, oral discomfort, pelvic pain and splenic cyst to be related to essure. The reporter commented: starting in 2015, patient had worsening of fatigue. Patient had an intervention from emergency medical unit and a day in severe trauma (unspecified event). Two dates of removal were reported with no further information: (B)(6)2017 and (B)(6)2017. Hospitalization form (B)(6)2017 to (B)(6)2017 for bilateral salpingectomy and removal of essure by laparoscopy. Intervention without incident. The followings were simple. Discharge treatment: paracetamol and tramadol 50 1x3/d prn. Anatomopathologic exam don (B)(6)2017: discrete congestion. On the right, pedicled hydatids. Surgery report of surgery performed on (B)(6)2017 (written on (B)(6)2017). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2013: implants seemed asymmetrical, on left side markers were not aligned; distance between proximal parts of both implants was superior to 4 cm. Allergy test - on (B)(6)2017: positive for nickel. Blood test - on an unknown date: result not provided. Computerised tomogram - on an unknown date: two CT-scans - results not provided. Endoscopy - on an unknown date: result not provided. Mammogram - in (B)(6)2017: suspect image requiring additional tests. Nuclear magnetic resonance imaging - on an unknown date: splenic lesion of cyst type. Nuclear magnetic resonance imaging brain - in (B)(6)2017: brain MRI normal. Ultrasound biliary tract - in (B)(6)2016: no cyst on head of pancreas; in (B)(6)2017: cyst on head of pancreas. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended on (B)(6)2019 for the following reason: physician was removed as physician did not report the case directly to bayer and did not give causality. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 11-aug-2017. The most recent information was received on 25-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("plain abdomen xray showed that markers on left side were not aligned/ distance between proximal parts of both implants was superior to 4 cm"), allergy to metals ("allergy test positive for nickel"), metal poisoning ("heavy metal poisoning"), anaphylactic shock ("anaphylactic shock"), injury ("a day in severe trauma"), malaise ("malaise at work"), gait disturbance ("unsteadiness of gait"), cholangitis sclerosing ("primary biliary sclerosing cholangitis"), cholestasis ("anicteric cholestasis") and helicobacter gastritis ("common helicobacter gastritis") in a 47-year-old female patient who had essure (batch no. A06681) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included medical procedure, varicose veins, termination of pregnancy - elective, gastritis, breast cyst, cerebral disorder in 2001 and parity 2. No familial history of early menopause. Concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced metrorrhagia ("heavy bleeding between menstrual periods"), fatigue ("fatigability / with major fatigue / exhaustion / chronic fatigue") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced night sweats ("night sweats") and premature menopause ("sudden onset of menopause at the age of 44 years old"). In 2014, the patient experienced amenorrhoea ("amenorrhea"). In 2015, the patient experienced general physical health deterioration ("deterioration of physical state"), sleep disorder ("sleep disturbances (maximum 4 hours a night)") and irritability ("irritability"). In (B)(6) 2016, the patient experienced dysgeusia ("changes in taste (metallic taste)"), gastrointestinal disorder ("gastrointestinal disturbances"), hepatic function abnormal ("abnormal liver function i.e. Increased gamma-gt / liver injury"), abdominal distension ("bloating") and dyspepsia ("difficult digestion") and was found to have weight increased ("weight gain (despite balanced diet and 5 hours of sports a week)"). In 2016, the patient experienced oral discomfort ("feeling of burns in mouth with sensitive disorders ( no mouth lesion)"). In (B)(6) 2017, the patient experienced dizziness ("dizziness"). In (B)(6) 2017, the patient experienced oral lichen planus ("oral lichen planus"). In (B)(6) 2017, the patient experienced malaise (seriousness criterion hospitalization). On (B)(6) 2017, the patient experienced anaphylactic shock (seriousness criterion medically significant) with chest discomfort, 4 years 2 months after insertion of essure. In (B)(6) 2017, the patient experienced pancreatic cyst ("cyst on head of pancreas"), balance disorder ("loss of balance") and vertigo ("feeling of head spinning"). In 2017, the patient experienced cholangitis sclerosing (seriousness criterion medically significant), cholestasis (seriousness criterion medically significant) and helicobacter gastritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria hospitalization and intervention required) with pruritus, metal poisoning (seriousness criterion medically significant), arthralgia ("major joint pain in feet and hands (difficulty moving around and carrying out simple daily tasks)"), loss of personal independence in daily activities ("difficulty moving around and carrying out simple daily tasks"), ageusia ("loss of taste"), injury (seriousness criterion medically significant), the first episode of adverse event ("multiple symptoms nos"), splenic cyst ("lipase increased : splenic lesion of cyst type on MRI"), genital disorder female ("gynecological disorder"), rheumatic disorder ("rheumatic disorder"), pharyngeal disorder ("ent disorder"), ear disorder ("ent disorder"), pain in extremity ("pain in legs"), vulvovaginal mycotic infection ("vaginal mycosis"), dyspnoea ("dyspnoea"), palpitations ("thoracic oppression palpitations"), abdominal pain upper ("gastralgia"), the second episode of adverse event ("transit disorder"), affective disorder ("sensitivity disorder"), cystitis ("cystitis"), gait disturbance (seriousness criterion medically significant), jaw disorder ("jaw contracture"), pubic pain ("pubic symphysis pain") and disturbance in attention ("concentration disorder"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (bilateral salpingectomy and removal of essure by laparoscopy). Essure was removed on (B)(6) 2017. In (B)(6) 2015, the metrorrhagia and fatigue had resolved. At the time of the report, the device dislocation, allergy to metals, metal poisoning, anaphylactic shock, night sweats, premature menopause, sleep disorder, irritability, dysgeusia, gastrointestinal disorder, hepatic function abnormal, abdominal distension, dyspepsia, weight increased, oral lichen planus, pancreatic cyst, dizziness, balance disorder, vertigo, arthralgia, loss of personal independence in daily activities, ageusia, injury, amenorrhoea, oral discomfort, malaise, splenic cyst, genital disorder female, rheumatic disorder, pharyngeal disorder, ear disorder, menorrhagia, vulvovaginal mycotic infection, dyspnoea, palpitations, abdominal pain upper, the last episode of adverse event, affective disorder, cystitis, gait disturbance, jaw disorder, disturbance in attention, cholangitis sclerosing, cholestasis and helicobacter gastritis outcome was unknown and the pain in extremity and pubic pain was resolving. The reporter provided no causality assessment for abdominal distension, ageusia, anaphylactic shock, arthralgia, balance disorder, dizziness, dysgeusia, dyspepsia, fatigue, gastrointestinal disorder, general physical health deterioration, hepatic function abnormal, irritability, loss of personal independence in daily activities, metal poisoning, metrorrhagia, night sweats, oral lichen planus, pancreatic cyst, premature menopause, sleep disorder, vertigo and weight increased with essure. The reporter considered abdominal pain upper, affective disorder, allergy to metals, amenorrhoea, cholangitis sclerosing, cholestasis, cystitis, device dislocation, disturbance in attention, dyspnoea, ear disorder, gait disturbance, genital disorder female, helicobacter gastritis, injury, jaw disorder, malaise, menorrhagia, oral discomfort, pain in extremity, palpitations, pelvic pain, pharyngeal disorder, pubic pain, rheumatic disorder, splenic cyst, vulvovaginal mycotic infection, the first episode of adverse event and the second episode of adverse event to be related to essure. The reporter commented: on (B)(6) 2013: essure placement (4 expanded outer coils on both sides) with no reported problems. Following essure placement, the patient would have experienced menorrhagia and then amenorrhea in 2014 (menopause diagnosed in 2015). Starting in 2015, patient had worsening of fatigue. Patient had an intervention from emergency medical unit and a day in severe trauma (unspecified event). Two dates of removal were reported with no further information: (B)(6) 2017 and (B)(6) 2017. A diagnosis of primary biliary sclerosing cholangitis (antimitochondrial antibodies positive with cryoglobulinemia type 3) is kept in 2017 with anicteric cholestasis. Hospitalization form (B)(6) 2017 to (B)(6) 2017 for bilateral salpingectomy and removal of essure by laparoscopy. Intervention without incident. The followings were simple. Discharge treatment: paracetamol and tramadol 50 1x3/d prn. Anatomopathologic exam done (B)(6) 2017: showed fibrosis with discrete congestion and discrete inflammatory infiltrate with a small unilateral cystic formation on right side. On the right, pedicled hydatids. Surgery report of surgery performed on (B)(6) 2017 (written on (B)(6) 2017). Numerous investigations were performed: blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any aetiology. Since essure removal, the patient reported to be a little better: it would be "less tired and less suffering". At that time it was found: gynecological disorders related to menopause, various disorders for some purely functional, for others based on the most part on various common causes, an isolated "immunological" impairment of confirmed diagnosis (primary biliary sclerosing cholangitis) that may explain certain disorders (asthenia, pruritus, joint pain). The absence of symptoms of nickel allergy after essure placement with confirmed nickel allergy; anatomopathology found, in addition to fibrosis, a discrete degree of polymorphic lympho-plasmocytic. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2013: implants seemed asymmetrical, on left side markers were not aligned; distance between proximal parts of both implants was superior to 4 cm. Allergy test - on (B)(6) 2017: positive for nickel. Blood test - on an unknown date: result not provided. Computerised tomogram - on an unknown date: non-specific pancreatic cyst. Endoscopy - on an unknown date: common helicobacter gastritis. Mammogram - in (B)(6) 2017: suspect image requiring additional tests. Nuclear magnetic resonance imaging - on an unknown date: splenic lesion of cyst type/ non-specific pancreatic. Ultrasound biliary tract - in (B)(6) 2016: no cyst on head of pancreas; in (B)(6) 2017: cyst on head of pancreas; in (B)(6) 2017: brain MRI normal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2019: removal date updated to (B)(6) 2017. New events added: pain in legs, vaginal mycosis, dyspnoea, thoracic oppression palpitations, gastralgia, transit disorder, sensitivity disorder, cystitis, unsteadiness of gait, jaw contracture, pubic symphysis pain, concentration disorder, primary biliary sclerosing cholangitis, anicteric cholestasis, common helicobacter gastritis. The patient experienced a malaise that required hospitalization in 2017, resulting in a normal work-up. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 11-aug-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("plain abdomen xray showed that markers on left side were not aligned/ distance between proximal parts of both implants was superior to 4 cm"), allergy to metals ("allergy test positive for nickel"), metal poisoning ("heavy metal poisoning"), anaphylactic shock ("anaphylactic shock") and injury ("a day in severe trauma") in a 47-year-old female patient who had essure (batch no. A06681) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included medical procedure, varicose veins, termination of pregnancy - elective, gastritis, breast cyst and cerebral disorder in 2001. No familial history of early menopause. Concurrent conditions included nickel sensitivity. In (B)(6) 2013, the patient experienced metrorrhagia ("heavy bleeding between menstrual periods") and fatigue ("fatigability / with major fatigue / exhaustion / chronic fatigue"). In 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced night sweats ("night sweats") and premature menopause ("sudden onset of menopause at the age of 44 years old"). In 2014, the patient experienced amenorrhoea ("amenorrhea"). In 2015, the patient experienced general physical health deterioration ("deterioration of physical state"), sleep disorder ("sleep disturbances (maximum 4 hours a night)") and irritability ("irritability"). In (B)(6) 2016, the patient experienced dysgeusia ("changes in taste (metallic taste)"), gastrointestinal disorder ("gastrointestinal disturbances"), hepatic function abnormal ("abnormal liver function i.e. Increased gamma-gt / liver injury"), abdominal distension ("bloating") and dyspepsia ("difficult digestion") and was found to have weight increased ("weight gain (despite balanced diet and 5 hours of sports a week)"). In 2016, the patient experienced oral discomfort ("feeling of burns in mouth with sensitive disorders ( no mouth lesion)"). In (B)(6) 2017, the patient experienced dizziness ("dizziness"). In (B)(6) 2017, the patient experienced oral lichen planus ("oral lichen planus"). In april 2017, the patient experienced malaise ("malaise at work"). On (B)(6) 2017, the patient experienced anaphylactic shock (seriousness criterion medically significant) with chest discomfort, 4 years 2 months after insertion of essure. In (B)(6) 2017, the patient experienced pancreatic cyst ("cyst on head of pancreas"), balance disorder ("loss of balance") and vertigo ("feeling of head spinning"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria hospitalization and intervention required), metal poisoning (seriousness criterion medically significant), arthralgia ("major joint pain in feet and hands (difficulty moving around and carrying out simple daily tasks)"), loss of personal independence in daily activities ("difficulty moving around and carrying out simple daily tasks"), ageusia ("loss of taste"), injury (seriousness criterion medically significant), adverse event ("multiple symptoms nos") and splenic cyst ("lipase increased : splenic lesion of cyst type on MRI"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (bilateral salpingectomy and removal of essure by laparoscopy). Essure was removed on (B)(6) 2017. In (B)(6) 2015, the metrorrhagia and fatigue had resolved. At the time of the report, the device dislocation, allergy to metals, metal poisoning, anaphylactic shock, night sweats, premature menopause, sleep disorder, irritability, dysgeusia, gastrointestinal disorder, hepatic function abnormal, abdominal distension, dyspepsia, weight increased, oral lichen planus, pancreatic cyst, dizziness, balance disorder, vertigo, arthralgia, loss of personal independence in daily activities, ageusia, injury, adverse event, amenorrhoea, oral discomfort, malaise and splenic cyst outcome was unknown. The reporter provided no causality assessment for abdominal distension, ageusia, anaphylactic shock, arthralgia, balance disorder, dizziness, dysgeusia, dyspepsia, fatigue, gastrointestinal disorder, general physical health deterioration, hepatic function abnormal, irritability, loss of personal independence in daily activities, metal poisoning, metrorrhagia, night sweats, oral lichen planus, pancreatic cyst, premature menopause, sleep disorder, vertigo and weight increased with essure. The reporter considered adverse event, allergy to metals, amenorrhoea, device dislocation, injury, malaise, oral discomfort, pelvic pain and splenic cyst to be related to essure. The reporter commented: starting in 2015, patient had worsening of fatigue. Patient had an intervention from emergency medical unit and a day in severe trauma (unspecified event). Two dates of removal were reported with no further information: (B)(6) 2017 and (B)(6) 2017. Hospitalization form (B)(6) 2017 to (B)(6) 2017 for bilateral salpingectomy and removal of essure by laparoscopy. Intervention without incident. The followings were simple. Discharge treatment: paracetamol and tramadol 50 1x3/d prn. Anatomopathologic exam don (B)(6) 2017: discrete congestion. On the right, pedicled hydatids. Surgery report of surgery performed on (B)(6) 2017 (written on (B)(6) 2017). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2013: implants seemed asymmetrical, on left side markers were not aligned; distance between proximal parts of both implants was superior to 4 cm. Allergy test - on (B)(6) 2017: positive for nickel. Blood test - on an unknown date: result not provided. Computerised tomogram - on an unknown date: two CT-scans - results not provided. Endoscopy - on an unknown date: result not provided. Mammogram - in (B)(6) 2017: suspect image requiring additional tests. Nuclear magnetic resonance imaging - on an unknown date: splenic lesion of cyst type. Nuclear magnetic resonance imaging brain - in (B)(6) 2017: brain MRI normal. Ultrasound biliary tract - in (B)(6) 2016: no cyst on head of pancreas; in (B)(6) 2017: cyst on head of pancreas. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: information received via legal department. The patient was hospitalized from 22-feb to 22-feb-2013 for insertion of essure. Discharge treatment: none. On 17-may-2013 plain abdomen x-ray: implants seemed asymmetrical, on left side markers were not aligned; distance between proximal parts of both implants was superior to 4 cm.hospitalization form 08-aug-2017 to 09-aug-2017 for bilateral salpingectomy and removal of essure by laparoscopy. Intervention without incident. The followings were simple. Discharge treatment: paracetamol and tramadol 50 1x3/d prn. Anatomopathologic exam don 08-aug-2017: discrete congestion. On the right, pedicled hydatids.surgery report of surgery performed on 08-aug-2017 (written on 12-sep-2017). Events pelvic pain and allergy to metals upgraded to incident, FDA codes updated we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("plain abdomen xray showed that markers on left side were not aligned"), anaphylactic shock ("anaphylactic shock") and metal poisoning ("heavy metal poisoning") in a (B)(6) female patient who had essure (batch no. A06681) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no familial history of early menopause. Concurrent conditions included nickel sensitivity. In (B)(6) 2013, the patient experienced menometrorrhagia ("heavy bleeding between menstrual periods") and fatigue ("fatigability / with major fatigue / exhaustion / chronic fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced night sweats ("night sweats") and premature menopause ("sudden onset of menopause at the age of 44 years old"). In 2015, the patient experienced general physical health deterioration ("deterioration of physical state"), sleep disorder ("sleep disturbances (maximum 4 hours a night)") and irritability ("irritability"). In (B)(6) 2016, the patient experienced dysgeusia ("changes in taste (metallic taste)"), gastrointestinal disorder ("gastrointestinal disturbances"), hepatic function abnormal ("abnormal liver function i.e. Increased gamma-gt / liver injury"), abdominal distension ("bloating"), dyspepsia ("difficult digestion") and oral lichen planus ("oral lichen planus") and was found to have weight increased ("weight gain (despite balanced diet and 5 hours of sports a week)"). In (B)(6) 2017, the patient experienced dizziness ("dizziness"). On (B)(6) 2017, the patient experienced anaphylactic shock (seriousness criterion medically significant) with chest discomfort, 4 years 3 months after insertion of essure. In (B)(6) 2017, the patient experienced pancreatic cyst ("cyst on head of pancreas"), balance disorder ("loss of balance") and vertigo ("feeling of head spinning"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, metal poisoning (seriousness criteria medically significant and intervention required), arthralgia ("major joint pain in feet and hands (difficulty moving around and carrying out simple daily tasks)"), loss of personal independence in daily activities ("difficulty moving around and carrying out simple daily tasks") and ageusia ("loss of taste"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. In (B)(6) 2015, the menometrorrhagia and fatigue had resolved. At the time of the report, the device dislocation, anaphylactic shock, metal poisoning, night sweats, premature menopause, sleep disorder, irritability, dysgeusia, gastrointestinal disorder, hepatic function abnormal, abdominal distension, dyspepsia, weight increased, oral lichen planus, pancreatic cyst, dizziness, balance disorder, vertigo, arthralgia, loss of personal independence in daily activities and ageusia outcome was unknown. The reporter provided no causality assessment for abdominal distension, ageusia, anaphylactic shock, arthralgia, balance disorder, dizziness, dysgeusia, dyspepsia, fatigue, gastrointestinal disorder, general physical health deterioration, hepatic function abnormal, irritability, loss of personal independence in daily activities, menometrorrhagia, metal poisoning, night sweats, oral lichen planus, pancreatic cyst, premature menopause, sleep disorder, vertigo and weight increased with essure. The reporter considered device dislocation to be related to essure. The reporter commented: starting in 2015, patient had worsening of fatigue. Patient had an intervention from emergency medical unit and a day in severe trauma (unspecified event). Two dates of removal were reported with no further information: (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2013: showed asymmetrical inserts; markers on left side were not aligned. Allergy test - on (B)(6) 2017: positive for nickel. Blood test - on an unknown date: result not provided. Computerised tomogram - on an unknown date: two CT-scans - results not provided. Endoscopy - on an unknown date: result not provided. Mammogram - in (B)(6) 2017: suspect image requiring additional tests. Nuclear magnetic resonance imaging - on an unknown date: three mris - results not provided. Nuclear magnetic resonance imaging brain - in (B)(6) 2017: brain MRI normal. Ultrasound biliary tract - in (B)(6) 2016: no cyst on head of pancreas; in (B)(6) 2017: cyst on head of pancreas. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: confirmation from the local health authorities that (deleted) case (B)(4) (MFR number 2951250-2019-00594) was a duplicate of this case. It included a new reporter (lawyer); consumer's demographic data; essure insertion date update ((B)(6) 2013); essure removal date ((B)(6) 2017 and (B)(6) 2017); new adverse event (plain abdomen xray showed that markers on left side were not aligned); and exams (allergy test, abdominal x-ray). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.